Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 11 days post implant, the patient had an infection. The implantable pulse generator (ipg) system with the absorbable antibacterial envelope remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 11 days post implant, the patient had an infection. The implantable cardioverter defibrillator (ICD) system with the absorbable antibacterial envelope was removed. No further patient complications have been reported as a result of this event.